Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was discovered to be dislodged during a post implant wound check. The lead was repositioned successfully on (B)(6) 2017. The lead was discovered to be dislodged again on (B)(6) 2018. The lead exhibited loss of capture and lead dislodgement was confirmed under the chest x-ray. The lead was extracted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.